Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic backflush failed to provide suction. It was noted that vitrectomy procedure was scheduled. The surgery was completed on the same day by replacing the product, and there was no patient harm.